Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, infection (late onset), malposition.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported "e. Coli infection in the left nipple-areolar complex and causing malpositioning and scar contracture" and "developed malposition of implant due to capsular contracture and the implant has moved". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ infection (late onset): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported "e. Coli infection in the left nipple-areolar complex and causing malpositioning and scar contracture" and "developed malposition of implant due to capsular contracture and the implant has moved". The device has been explanted and replaced.